Event description:
Reporter indicated that a patient had high lead impedance readings. The vns was disabled and the patient was referred for vns replacement surgery. Vns revision surgery is planned for 2008. The patient has had no trauma and does not manipulate the vns. X-rays reviewed by the reporter did not show any lead breaks.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.